Manufacturer narrative:
One gold-tite® hexed retaining screw - 3mm (gsh30) was returned for investigation. Visual inspection of the as returned product identified that the device is worn from use at the threads, body, and drive feature with some debris noted. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (gsh30) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported device related to the reported event. Therefore, based on the evaluation, device malfunction could not be verified occur and the reported event was non-verifiable following inspection. No root cause can be determined; however, insufficient screw torque can be considerate. In addition, customer reported re-tightening the screw to solve the problem. This violates instructions of use, and is considered misuse.

Event description:
Additional information received identified the unknown screw to be gsh30.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an unknown lb loose screw. The screw was retightened. Tooth location 26.